Event description:
It was reported that the patient presented remotely via merlin.net experiencing ventricular fibrillation. Upon review, it was noted that the implantable cardioverter defibrillator (ICD) exhibited episodes of under-sensing, which resulted in a delay in therapy delivery. No intervention was performed. The patient was in stable condition.